Event description:
According to the user, ems transport of vent dependent patient. Attempted to use the ems transport ventilator, the internal battery for the ventilators do not hold a charge.

Manufacturer narrative:
Device not available for investigation. There initial report was contacted but could not provide anymore information than what was on the FDA report (B)(4). Multiple attemps to contact the contact person has been made.